Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming fall-off test. Upon evaluation, the pulse wire inside the ECG c & d cable became un-insulated and damaged the green (belt dischg) and caused shorts with the ECG c pca. The cause of the excess wire in the ECG was isolated to a manufacturing error. A supplier corrective action has been initiated. No adverse event resulted from the damaged ECG electrode.

Event description:
A us distributor returned electrode belt sn 59087082 indicating that the ECG electrodes were non-functional.